Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The pump was received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer's blood glucose level had been as low as 29mg/dl. The customer treated with food. Troubleshoot was conducted. The customer states there is a crack on top of the reservoir compartment. The customer was advised the pump would have to be replaced and returned for analysis.